Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the host computer did not start the application. Upon troubleshooting fse found that the application software wasn¿t loading; a new suite pc was installed, but the problem persisted. After changing the ssd bays in the flex spot pc, some application software and monitor functionalities were partially restored. To resolve this issue, fse replaced the flex spot pc drive bay successfully restored access to the psc application, reloaded the software on the x-ray pcs, flex vision pc, and tsms. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer did not boot to application, which could prevent the whole system from booting. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation into this complaint.